Manufacturer narrative:
The complaint sample has been returned to greatbatch. The device evaluation is anticipated, but has not yet begun. Once the investigation has been completed greatbatch will submit a follow-up medwatch 3500a. Complaint information provided by depuy synthes.

Event description:
It was reported during an unknown patient procedure on a (B)(6) male, the cup impactor broke during impaction. Specifically the attachment bearing where a small pin is inserted to lock two inner pieces together. The customer reported the procedure was completed successfully without delay and nothing left in the patient.

Manufacturer narrative:
The complaint sample was returned to (B)(4) for evaluation and the reported event was confirmed. The instrument malfunctioned due to one of the forks on the universal joint flaring outward (bent) causing the assembly to become disjointed. A manufacturing review was performed and there were no discrepancies found. The device had met product specifications prior to shipment for distribution by the customer. No further investigation required. (B)(4).